Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with six bands attached to it and one of the bands was damaged. Also, the ligator housing teeth were found bent. These findings are consisten with the findings per media analysis on the provided photo. Additionally, the handle had marks of the trip wire indicating that it was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had six bands attached to it and one of them was damaged, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. Prior to the procedure, before the device was inserted into the patient, the device was tested and an attempt was made to deploy the bands; however, the bands did not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the device has not been returned for analysis. However, a photo of the device outside the patient was provided by the account showing the ligator housing outside the patient with 6 bands attached. One of the bands was damaged and the teeth were seen damaged. The reported event of failure to deploy bands was confirmed. Based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. Prior to the procedure, before the device was inserted into the patient, the device was tested and an attempt was made to deploy the bands; however, the bands did not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.